Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with inappropriate automatic mode switches due to far r-wave over-sensing on their implantable cardioverter defibrillator. The device was reprogrammed accordingly and patient will continue to be monitored. No patient condition after the event was reported.